Event description:
On 05/11/88 an hydroflex device was implanted. On 10/17/90 the right hydroflex cylinder was removed from the pt and a dynaflex cylinder was implanted. On 06/04/97 one hydroflex cylinder and one dynaflex cylinder were removed from the patient due to device not staying inflated when in use.